Event description:
Edwards received information that this patient underwent tavr within an existing edwards bioprosthetic valve (valve-in-valve). The original valve was implanted in 2010; implant duration approximately four (4) years. The patient was noted to have multiple comorbidities, including: severe pulmonary hypertension; severe lung disease. Aortic stenosis was indicated. No other details provided.

Manufacturer narrative:
(B)(4). It was reported that this valve was replaced due to aortic stenosis. Many factors can contribute to the onset of bioprosthetic valve stenosis, including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. There is currently insufficient information to conclusively determine the root cause of this event. It appears that patient comorbidities may have contributed to the patient's stenosis. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information. A supplemental MDR will be submitted in the event any new information is received.